Manufacturer narrative:
During testing, it was noted that the device door roller and door roller pin were missing. The customer reported event of e621 (primary/secondary motor flag is high) error code was confirmed. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with an unsigned note from the biomedical department that stated, "error 62-1." No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device door roller and door roller pin were missing.